Event description:
On or about (B)(6) 2002, a sparc sling was implanted. It was reported that, as a result of the implant, the pt experienced pain, incontinence, infection, dyspareunia and required add'l medical treatment. The report indicates that the pt has and will continue to suffer emotional and mental distress and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.